Event description:
The complaint was reported by a customer from taiwan. Delivery issue.

Manufacturer narrative:
Note: the initial report for this case submitted on 16-may-2023 was wrongly marked as "adverse event" report type due to a human error. This follow-up report is marked correctly as "product problem" report type.

Event description:
The complaint was reported by a customer from taiwan. Delivery issue.

Manufacturer narrative:
Note: the initial report for this case (rmf#3010293992-2023-00016) submitted on 16-may-2023 was wrongly marked as "adverse event" report type due to a human error. This follow-up report #2, as well as the previously submitted follow-up report #1, is marked correctly as "product problem" report type.

Event description:
The complaint was reported by a customer from taiwan. Delivery issue.